Manufacturer narrative:
Explant date: correction. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow as well as low flow alarms; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined. The submitted log file contained data from (B)(6) 2019. Pump power, estimated flow, and average pi typically ranged from 4.3 to 8.6 watts, 2.4 to 8.5 lpm, and 2 to 9.1, respectively. Elevations in pump power and estimated flow were noted on (B)(6) 2019, ranging from 11 to 18.7 watts and 9.9 to 10.4 lpm, respectively. Both elevations were associated with pi events and the elevation in power on (B)(6) 2019 appeared to be associated with an increase in pump speed to 10000 rpm. Multiple low flow alarms were observed on (B)(6) 2019 when the estimated flow dropped below a threshold of 2.5 lpm. No other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. The IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient is being evaluated for possible pump thrombus. Log file analysis observed low flows where the average pulsatility index remained within the normal parameters. Also observed a very high elevation of power which was to 18.7 watts. The patient is being monitored for a while to see if the patient has any other issues re-occur. There were no other unusual events seen within the log file. There were no changes to patient condition or anticoagulation status that may have contributed. Patient had several supratherapeutic international normalized ratios before getting admitted. On (B)(6) 2019 the left subclavian transvenous pacemaker and lvad appear appropriately positioned without definite evidence of complication. Trace bilateral pleural effusions with underlying atelectasis, right greater than left. Superimposed infectious process cannot be completely excluded. Global cardiac dilation, left atrial appendage clip, and coronary artery calcifications as described. Small amount of intra-abdominal ascites partially imaged. On (B)(6) 20109 a limited two-dimensional transthoracic echocardiogram was performed. Refer for (B)(6) study. Patient felt fatigued, dizzy, weak, edema and had low flow alarms on (B)(6) 2019. Patient was diuresed and given argatroban. A pump exchange occurred on (B)(6) 2019.